Event description:
Related manufacture reference number: 2017865-2022-02037. Related manufacture reference number: 2017865-2022-02039. It was reported that the patient presented during a non-clinical environment. He was admitted to hospital as device erosion was evident. Infection was confirmed. The pacing system was explanted on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not provided.